Manufacturer narrative:
Complete reporter name: (B)(6) dpn, aprn-cns, agcns-bc, ccrn, chse,cne additional reporter: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4). H3 other text : device not returned.

Event description:
It was reported during intra-aortic balloon (iab) therapy, the arterial waveform dampened out and stopped working. The insertion was reported to be axillary, which is not the method described in the device instructions for use. There was no patient harm or adverse event reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Complaint record ID # (B)(4).

Manufacturer narrative:
Device evaluation: the product was returned with the membrane completely unfolded and blood on the exterior and interior of the catheter and between the catheter and the sheath. The catheter tubing was cut into two pieces approximately 60.5cm from the iab tip. A kink was found on the catheter tubing approximately 0.3cm from the y-fitting. A second kink was found on the catheter tubing approximately 49.8cm from the iab tip. The inner lumen was observed to be occluded. The occlusion was unable to be cleared. An underwater leak test of the balloon, catheter, y-fitting, and extracorporeal tubing was performed and a leak was observed at the kinked location of 0.3cm from the y-fitting on the catheter tubing. The penetration found in the catheter tubing appears to have been caused by a severe kink flexing back and forth that eventually penetrated the tubing causing the reported problem. The insertion was reported to be axillary, which is not the method described in the device instructions for use. This may have contributed to the iab failure. The evaluation confirmed the reported difficulty to monitor arterial waveform. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.